Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was unable to place the system into MRI mode. Diagnostics revealed impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that patient also experienced ineffective therapy. Diagnostics revealed low impedances on the lead.